Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the application server running version 1.6 and found no delay or down alerts in health sight viewer (hsv), though downtime queries showed outdated carefusion coordination engine (cce) and heartbeat timestamps. Multiple messaging-related services were restarted and the cce interface services utility was applied with no improvement, while the customer confirmed patients were still not appearing on stations. Further checks in cce revealed a server manager crash, high random access memory (ram) usage, long uptime, over 300 queued outq messages, and no new admit discharge transfer (adt) messages from cerner. Despite restarting the cce service, no changes occurred, and customer was advised that the issue likely originated on the information technology (it) or cerner host side. After continued monitoring, tss confirmed that the cce queue had cleared and messages were flowing normally, pharmacy verified that the patient issue was resolved, confirming the root cause was on the host side, not cce. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patient and order was not crossing over to multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.